Manufacturer narrative:
An investigation was conducted that included a 24-month trend analysis and product risk documentation. No trend was identified. No device history record investigation can be done at this time due to lack of manufacturer¿s lot code supplied with the complaint. The investigation showed no issues present that would have contributed to this malfunction of tampon performance. The investigation revealed no issues requiring corrective action with the product manufactured. It is unknown at this time if the consumer¿s mention of ¿dr. (B)(6)¿ was for removal of tampon, but in the absence of additional information, edgewell is reporting the incident under the assumption that the consumer went to the dr. For removal.

Event description:
Y¿all messed up and inserted the tampon into the applicator backwards, but it was no fun when I figured it out. [Device delivery system issue] case narrative: on 05-dec-2022, a spontaneous report was received from a consumer regarding a female of unreported age who was using playtex sport plastic, unscented (tampon, menstrual, unscented). Medical history and concomitant products were not reported. On an unspecified date, the consumer started use with playtex sport plastic, unscented. On an unspecified date, the consumer experienced the tampon was inserted into the applicator backwards, and it was "no fun when she figured it out" (no further clarification provided). The consumer sought care from a doctor (reported as "I should send my doctors bill"). No additional information was provided.